Event description:
It was reported that during the implant procedure when the lead was connected to the device, a decrease in sensing, loss of capture and high pacing lead impedance were observed. Connection issue with the lead was also noted. The device was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone material in the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw. It is believed that this prevented the set screw from fully securing the lead, which resulted in the reported field event of high pacing lead impedance.